Event description:
The customer reported that the ortho provue analyzer interpreted a known positve sample containing anti-d as negative. The customer visually reviewed the gel cards processed on the provue, and indicated that they appeared to be weakly positive. The sample was interpreted as positive during testing performed on an alternate provue unit at the customer site. The pt's test results did not match historical data and testing performed on an alternate unit, preventing erroneous test results from being released. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
The customer produced a positive result using an add'l provue at the site. This issue is currently under investigation. The fe that visited the site indicated that the provue was functioning as expected and did not require repair. No definitive root cause was determined.